Event description:
It was reported that the patient experienced overstimulation ¿out of nowhere¿ when she switched to a different group and it was ¿so¿ strong that she lost feeling in her leg and fell. The manufacturer¿s representative (rep) was going to see the patient in the office on (B)(6) to check settings, do a diagnostic check, reprogram, and etc. No diagnostic testing or troubleshooting had been performed but would be in the future. It was unknown if the issue was resolved or what the cause of the issue was. As a result of the overstimulation the patient experienced weakness in the right leg. At the time of the report the patient was alive with no injury. The rep. Met with the patient on (B)(6) for reprogramming and a systems check and all impedances were good and less than 1,100. The patient was experiencing extreme positionally and amplitude swings on the right lead where most of her former favorite programs were utilizing. The rep. Gave the patient new groups and programs using the left lead but couldn¿t regain the great coverage she had up until a few days ago. The left lead was demonstrating the ¿wild unpredictable¿ swings in amplitude and position like the right one. The patient stated it was much better than when she came in. The healthcare provider (hcp) talked with the patient about the x-rays that were done prior to the appointment and it was confirmed that the patient¿s leads migrated down substantially. The right lead had pulled down to l1 which explained the new wild stimulation and positionally swings. The left lead also pulled down but was still over the bottom t10-top t12 allowing the rep. To give the patient somewhat decent and predictable stimulation but not ideal coverage. The patient was doing better but didn¿t have the same great coverage as before. The patient was scheduled for a lead revision on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of lead, model # 977a260 lot # unknown, found no anomaly.

Event description:
Additional information received reported that a revision was performed on (B)(6) 2015. Both leads had migrated south. The physician cut the anchor off, put on a new one and repositioned the left lead back up to t8. The right lead was coiled up in the incision and completely out of the epidural space. The physician elected to implant a new right side lead and new anchor. The left side was repositioned. The patient fell, which may have precipitated the event. The patient was receiving great paresthesia in the correct areas of the pain post-op and the system diagnostics were all good. The same implantable neurostimulator(ins) was kept as well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial #(B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, product type accessory; product ID 977a260, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).